Event description:
Reportedly, as a technologist was moving the bv26 monitor trolley cart, one of the trolley's wheels fell off and the technologist had to hold the unit to keep it from falling completely over. No injuries were reported. The monitor trolley is an accessory to the bv26 mobile c-arm x-ray system.